Event description:
Reporter alleged she obtained discrepant blood glucose of 328 mg/dl back to back with a result of 135 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent, but customer stated no product will be returned to the manufacturer as she no longer has the strips.